Manufacturer narrative:
Concomitant medical products: (2) 5ml bd syringe, ref (B)(4), lot number 8165837, exp (B)(6) 2021, normal saline; ICU medical extension set, ref.(B)(4), therapy date unk. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a filter extension set leaking when infusing central venous nutrition at an unspecified rate when attached to either a central line or PICC line. The rn placed the filter and found the 2nd filter set leaking at the same spot on, a hole noted on the filter. A 3rd filter extension set was replaced and infused without difficulty. It was reported that the set up included alaris pump module set connected to filter extension set and hook in the set to a ICU medical extension set. There was no cracks noted on both filter sets and both set up were new sets. There was no report of patient harm. The event occurred in the (B)(6).